Event description:
It was reported to nova biomedical that a consumer received a result of 522 mg/dl on their blood glucose meter at 7:30pm. Approximately, 9:00 pm paramedics arrived and tested the consumer with their blood glucose meter getting a result of 25 mg/dl and the consumer received medical intervention. It is unknown if any treatment action was taken by the consumer after the 522 mg/dl result. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.